Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a procedure performed on an unknown date. According to the complainant, after stent placement, the patient had an allergic reaction. Reportedly, the stent was already removed. Attempts to obtain additional information regarding the circumstances surrounding this event and to ascertain the patient's condition have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a flexima¿ rx biliary stent was used during a procedure performed on an unknown date. According to the complainant, after stent placement, the patient had an allergic reaction. Reportedly, the stent was already removed. Attempts to obtain additional information regarding the circumstances surrounding this event and to ascertain the patient's condition have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.